Event description:
An ophthalmologist called to report that a 99 year old female patient had developed a fungal infection of the right eye after a ceeon model 815a was implanted on 05/1/97. In a follow up conversation with the office manager at the doctor's office she said, reading from the patient's chart, that the probable cause of the infection was the sodium bicarbonate neutralizing solution used to soak the lens before implantation. On 28may 97 the woman developed a hypopyon with pupillary membrane and cornea with 2+ folds with hand motion vision. She was treated with kefzol and gentamycin topically q 1 hour. Predforte was increased to 4 times a day. She had mild clearing of the hypopyon and pupillary membrane. On 04june97 she had 2+cells in her vitreous. After consulting with another ophthalmologist vancomycin 1 mg was injected into the pars plana and 1 ml of anterior chamber fluid was withdrawn for culture. Her hypopyon and pupillary membrane cleared. On 06jun97 she still had some vitreous and anterior chamber cells. Predforte was increased to q 2 hours since cultures were negative. On 11jun97 she had 2-3+ cells and had developed a hypopyon again. The woman was referred to another opthalmologist who thought she has an inflammatory reaction to the small amount of cortical material left in appositon with her iris and posterior chamber lens which was dissolving. He also thought she should have an anterior chamber wash out with cultures. She was then referred to another ophthalmologist. This last ophthalmologist made the diagnosis of a fungal infection caused by paecilomyces lilacinus. In a follow up phone conversation, with the ophthalmologist who diagnosed the infection, he indicated that he had performed a pars plana vitrectomy. The specimen from that surgery was cultured and grew paecilomyces lilacinus. The pt still had a hypopyon but had improved significantly since the surgery. She had been treated with intraocular amphotericin b and amikacin. She also had 2 intravitreolar injections of miconazole, with a 3rd planned, and was on oral itraconazole. This ophthalmologist said he did not associate the infection with any solution used in this woman's surgery. He had merely mentioned an article that described a group of patients with eye infections caused by this organism in the late 1970's. The iol's in that article had been stored in a solution. Batch records for the 815a lens were reviewed and no deviations that might explain the event were found. The ceeon lenses are stored and shipped dry.